Event description:
It was reported that during a oophorectomy, when the generator was put into ready mode, the generator received a handpiece error. A second handpiece was tried and the error was received when the generator was put into ready mode. The case was then completed with an electrosurgery device. There was no patient consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the unit gave an error code 3 when the standby button was pressed. To correct the complaint, the service and repair center replaced the main pcb. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.